Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone call to report they were hospitalized on (B)(6) 2017 due to low blood glucose levels of 30-35mg/dl. The customer stated was treated with soda, oj, and sandwich. The customer states this was a past event and they are reporting it due to recall. The customer states changed quickset and about 30-40 minutes later she was feeling her blood glucose low and started to convulse. The customer states was receiving to much insulin. The customers current blood glucose levels are 97mg/dl. The customer drive support cap appears to be normal. Customer was advised to monitor pump and call hcp to discuss possible causes of low blood glucose values. The insulin pump will not be returned for analysis.